Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First mitraclip chosen was implanted successfully. A second xtw (lot: 40608a1059) was placed on the valve on the second grasp attempt. When preparing to deploy, the mr increased. A "string" of tissue was observed attached to the atrial septal wall coming across the valve. It was determined to not be a thrombus and was not attached near the septal puncture site. Upon further investigation perforation of the posterior leaflet was observed. The xtw was moved more lateral and deployed. Mr remained unchanged grade 4. The next day following the procedure, the patient felt better and mr had reduced to moderate. The patient was discharged without further intervention.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.